Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that deviations in the reprocessing method from the instruction manual may have caused the foreign material to remain. However, a definitive root cause could not be determined. No physical damage was found at the locations where foreign material remained. It was confirmed that the section of the device where the foreign material remained showed no deformation. The instruction manual states the detection method associated with the event in instructions for gif/cf/pcf-290 series, operation manual chapter 3, ¿preparation and inspection and preventive measures associated with the event in instructions for gif/cf/pcf-290 series, reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories). The legal manufacture reviewed the customer provided cleaning, disinfection and sterilization (cds) processes, and it was confirmed that there was deviation from the instruction for use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign object in the tip cover. There were no reports of patient involvement.